Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accumax 200 laser fiber was to be used for a procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the protective sheath of the fiber was found to be defective. Reportedly, the damage was visible before use. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.